Manufacturer narrative:
Complaint number (B)(4). Fillers were injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device generally does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling.

Event description:
The healthcare professional reported injecting 1 cc of evolysse form in the patient's lips. Approximately 4 weeks post injection, the patient had lumps and bumps in the body and mucosa of the lips. The hcp attempted to dissolve the filler. However, the symptoms persist. Safety database reference number (B)(4).